Event description:
Customer reported that he was arrested and hospitalized. Blood glucose level was 600 mg/dl at the time of admission. Customer reported that his insulin pump had been broken. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 450 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.